Event description:
The customer called technical support (ts) reporting that the device's screen went blank while on a patient. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the screen came back, and that he can turn it on now. The rse advised caller to check error log and to address any codes per the service guide. Advised caller that if there are no error codes and he is unable to reproduce any issue, to perform a complete pvt with passing results before placing unit back into service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
After further attempts were made to gather additional information regarding patient use, and if any further repair was needed or done, there was no good faith effort response from the customer. No further information was able to be obtained.